Event description:
It was reported that the patient had a revision in which her rechargeable device was changed to a non rechargeable device. The patient also received a new "wire". Additional information was requested.

Manufacturer narrative:
(B)(4).